Event description:
It was reported that during cleaning after a procedure, the handpiece leaked a reddish-brown substance. There was no pt involvement and no reports of adverse consequences.

Manufacturer narrative:
The handpiece was rec'd by the MFR for investigation. The investigation is ongoing. The handpiece was rec'd by the MFR for investigation. When the investigation is complete, a follow up report will be filed.